Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 407 mg/dl. No symptoms were mentioned regarding the high blood glucose. The customer was treated via insulin pump bolus and manual insulin injection. During troubleshooting, a bent infusion set cannula was discovered. The insulin pump passed the high pressure test. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.